Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention section: warnings & cautions: cautions ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿ section: warnings & cautions: warnings ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance.¿.

Event description:
The complainant reported a patient was noted as high risk percutaneous coronary intervention was planed to be implanted with an impella cp for mechanical circulatory support. During impella cp implant, the surgeon placed a 14 french sheath. However, while trying to advance the impella cp, it would not pass through the iliacs. The decision was made to abort the impella left femoral artery which was also heavily calcified. They proceeded with coronary stenting. The sheath was pulled at the end of the case and closed with perclose. No patient harm was reported due to the issue.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was returned for investigation. Delivery issue: the cause of delivery issue is determined to be patient condition sue to calcification in patient's iliac vessels and the pump was unable to be delivered and the insertion was aborted. Device history review: the device passed all the post sterile inspection checks.